Event description:
See section h, number 6 for investigation updates.

Event description:
The patient underwent revision surgery due to experiencing device heating as well as vibration while charging.